Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device had no seal and no regrasp alert though there was an end tone heard. There was no evidence of any energy delivery. There were a few seals where the generator signaled seal cycle complete, but the tissue was not sealed. The physician double sealed over it and then the tissue sealed. There was no patient injury.